Event description:
It was reported that the patient presented for a routine device change out procedure. Prior to the procedure, it was noted that the right ventricular (rv) lead was over-sensing noise leading to pacing inhibition. The rv lead was capped and replaced with alternate rv lead on (B)(6) 2023. The patient's condition was stable.